Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon was due to the physical stress was applied to the insertion section while the user was handling the device which led to damaged charge-coupled device unit. As a result, the suggested event occurred. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When inserting the endoscope through the mouth, place the mouthpiece (ma-651) in the patient¿s mouth as necessary before inserting the endoscope to prevent the patient from accidentally biting the insertion section. Biting the insertion section may result in a break in the cable or malfunction of the light guide." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image during angulation due to a bad charged coupled device (ccd) unit. Also, evaluation found the insertion tube had severe dents, the bending section cover adhesive was lifted and scratched, and the ring gauge failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii bronchovideoscope had temporary image loss and the image blacked out when angulating in the up direction. The issue occurred during a diagnostic bronchoscopy and bronchoalveolar lavage procedure. No error messages were displayed. The procedure and anesthesia were prolonged about 5 minutes. A similar device was used to complete the procedure. There were no reports of patient or user harm associated with this event.